Event description:
It was reported that the user experienced hypoglycemic events while using the ilet with a dexcom g7 cgm and was advised by a trainer to perform a factory reset; customer care guided the user through cgm pairing, insulin cartridge and set changes, and app pairing, with weight entry pending a cgm reading, and the user treated lows with apple juice while the caregiver verified blood glucose by fingerstick. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.